Event description:
There was an allegation of a questionable creaj2 result from the cobas 8000 c702 module. The initial result was 0.77 mg/dl, and the repeat results from another c702 module were 2.48 mg/dl and 2.50 mg/dl. The repeat results were deemed to be correct. The initial result was questioned because the patient has a history of chronic kidney disease, and the doctor requested the sample be repeated.

Manufacturer narrative:
The creaj2 reagent lot number is 824093, and the expiration date is 30-jun-2026. The investigation is ongoing.

Manufacturer narrative:
Patient's two's initial result on (B)(6) 2025 was 0.6 mg/dl. The initial result was not consistent with the patient's history and was repeated. The first repeat result on (B)(6) 2025 was 1.43 mg/dl, and was considered to be correct. Another repeat result from another analyzer on (B)(6) 2025 was 1.5 mg/dl. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) performed multiple actions including; heat cut filter replacement, gear pump check, exchanged and adjusted the sample and reagent probes, unclogged and cleaned the waste tubing, cleaned the detergent tubes, corrected a water station conductivity issue, discovered an oil film on cuvettes, and replaced the cuvettes and the lamp, adjusted the ultrasonic mixer, and replaced the degasser. After the fse's actions were completed, the calibrations were still failing. During another visit, additional actions were completed such as; replacement of damaged probe covers, all of the ultrasonic mixer units were replaced, the regulator for the needle valve assembly was changed, the degasser was replaced, and the probe adjustments were all re-checked. After all of the actions were completed by the fse, all calibrations were completed successfully without any further issues. The investigation determined that the root cause was device related, stemming from multiple hardware failures. It was not possible to determine the direct root cause as there were multiple service actions completed that resolved the issue.